Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 380 mg/dl. The patient reported the needle deployed before the pod was activated. It was also discovered the needle did not retract as intended and the pink slide did not move forward; these factors indicate a needle mechanism failure occurred. No additional method of treatment was provided.